Manufacturer narrative:
Correction made in section e1. Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and the connectors were detached from the device. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Per the reported information, the patient has a history of bruxism, clenching and grinding which could have also contributed to the anchor breaking off. Manufacturer internal reference number: comp-(B)(4).

Manufacturer narrative:
Correction was made in section d4. Per the healthcare provider no additional patient information is available. Additional information was added to section a2, a3a, b3, b5, b7. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a silent nite sleep appliance experienced breakage at the button component. The device was delivered to the patient, a 33-year-old male, on 5/23/2024. The patient, had a medical history of bruxism, clenching, grinding, temporomandibular joint pain, snoring, and sleep apnea, first experienced the issue and presented it to the dental office on (B)(6) 2026. The event was reported to the dental office located in (B)(6). The healthcare provider did not observe any patient symptoms, and no injury was reported. The patient discontinued use of the appliance on (B)(6) 2026, and no medical or surgical procedures were required. Per the report, the appliance was replaced with another silent nite device. Patient weight, race/ethnicity, and date of birth were not provided. Oral hygiene was reported as fair.

Event description:
A healthcare professional reported that the doctor is requesting a remake due to button fracturing.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).